Manufacturer narrative:
The reported event was confirmed as manufacturing related. Three orange latex intermittent catheters were returned. The first two catheters coude tips were aligned with the indicator. The third catheter coude tip was not aligned with its indicator. All three catheters had eye widths out of specifications. The acceptable eye tip length is the range: 0.625-0.875 inches. The root cause is due to "preventive maintenance not performed" or "operator error during hand burning". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "instructions for intermittent catheters: 1. Wash your hands thoroughly with soap and water. 2. Remove catheter from the pack. 3. Position yourself comfortably, cleaning the opening of the urethra and surrounding area. 4. Gently insert rounded end of catheter into urethra. 5. When urine stops flowing, remove catheter from urethra. 6. Dispose of catheter in accordance with local rules and regulations. 7. Wash your hands."

Event description:
It was reported that the catheter was softer than usual which allegedly made it flimsy and difficult to insert. The complainant reported that the catheter was removed and replaced.